Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip tip at the grip base. A piece approximately 9.09mm x 3.88mm was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that the mega suturecut needle driver instrument was found to have a broken tip. The customer reported event had no report of patient injury. Intuitive followed up with the initial reporter to obtain additional information; however, no further details are available regarding the reported event.